Manufacturer narrative:
A ge service representative performed an on site investigation. Adjusted the collimator and completed a filmer alignment. The system was tested and found to be working as intended. System placed back into service.

Event description:
Poor image quality reported with the 2600 system. No patient injury reported.